Event description:
Caller reported a malfunction on pump with malfunction code "malf 0" and was informed pump was not resettable. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to continue using current pump until a replacement with updated software was sent. Technical support (cts) confirmed shipping details for replacement pump, instructed customer on storage mode and return procedures, and advised on the use of the g7 sensor. Customer acknowledged all instructions, including return of the faulty pump to tandem.